Manufacturer narrative:
Investigation completed 12/08/2017 . The DHR review was not performed because no lot number was provided by the customer. The unit received was visually inspected and revealed that the clear pvc tube was not attached to bag film. The reported condition is therefore confirmed. This event is considered a supplier related event.

Event description:
It was reported that the evd bag looked defective. When the bag was put on the evd, csf leaked. There was no patient injury reported.